Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4244 implantable pacing lead, implant date unk; 4035 implantable pacing lead, implant date unk; 1270 pacemaker, implant date unk; all competitors; 5076-52 implantable pacing lead, (B)(6) 2012; 4196-88 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received 41 inappropriate shocks and presented to the hospital. An electrogram showed there was noise and possibly a lead fracture. The lead was programmed off for the time being. The patient called approximately 5 days later stating "the alarm is sounding every morning." The lead was capped and replaced. No further patient complications have been reported as a result of this event.